Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was dislodged. The patient had a revision and this lead was surgically abandoned and was replaced. In addition, the patient was given an intravenous antibiotic. No additional adverse patient effects reported.